Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported she has had elevated blood glucose readings in the 300's mg/dl with her target range being 110-140 mg/dl. Symptoms are feeling ill. She stated that sometimes when she checks her blood glucose it is elevated and she then discovers her insulin infusion device adapter has "loosened up." She said this last occurred 4 days ago and has happened about 3-4 times in the last few weeks. She stated she has not changed the adapter in several months and there appears to be dust or debris on the inside of the adapter. She was advised to change the adapter every 10th cartridge change. The patient stated she corrects her readings by tightening the adapter and giving herself a correction bolus. She said her current blood glucose is okay. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.